Event description:
Patient began bleeding from the catheter with a concern for a crack in the tubing. He bled a significant amount, but we successfully clamped off the tubing and exchanged the line over a guidewire. There seems to be a concern that this brand of mahurkar is breaking more than previous brands.